Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, the device's front enclosure, rear enclosure, and handle are cracked will need replaced. The device's keypad is worn, still functions will need replaced.